Event description:
It was reported that the physician was using an endeavor resolute rx device to treat a calcified and tortuous lesion with 70%-80%stenosis in lad and 90% stenosis in mid-lad. The lesion was pre dilated but the device could not pass the lesion and the tip of the stent got deformed. The device was inspected prior to use with no abnormalities noted. The device was prepped before use according to instructions for use. No difficulties reported during removal of the device. The physician used a new device (same size) to complete the procedure. No patient injury reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The mid stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (70-90% stenosis); inherent risk of procedure (stent deformation); deformation issue. Conclusion: known inherent risk of a procedure. (Stent deformation); device failure related to patient condition (70-90% stenosis). (B)(4).